Manufacturer narrative:
System analysis/service repair was performed on september 30, 2015 and resonator was returned to manufacturer on october 19, 2015. Product evaluation: the resonator s/n (B)(4) was evaluated on december 09, 2015. The evaluation revealed both lbos were damaged due to moisture and high fiber temperature noted. The lbos, safety shutter and desiccant were replaced. The resonator was re-aligned and a new test report was completed.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. The replaced resonator was returned to manufacturer on october 19, 2015.

Manufacturer narrative:
System analysis/service repair on september 30, 2015: the report of error 152 was verified and determined to be a faulty resonator module (s/n (B)(4)). The resonator module was replaced with resonator s/n (B)(4). The system was tested and verified to specification. (B)(4).

Event description:
It was reported that error 152 occurred continuously during a prostate procedure. The customer was unable to clear the error that occurred and the procedure was rescheduled. There was no injury to patient reported.